Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what suture type was used during the procedure? The doctor indicated that routinely he is using z494g (4-0 pds ii, 18" clear mono on p-3 needle) for this type of cases. He remembered this patient and mentioned that probably he has used the same suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Did the surgeon advise the name/ manufacturer of the suture used? Was the patient tested for any infection / other medical conditions prior to the procedure? What date did the issue begin after the procedure? Can you describe all of your symptoms of reaction? What was the surgeon opinion regarding your symptoms? Were any cultures taken and what were the results? Did the patient receive any medical treatment for your symptoms? What was prescribed by the surgeon? Please provide the patient age and body weight and medical history at the time of this surgical procedure. What is your current status? Were any photos taken of the reaction? What is the surgeon contact information?

Event description:
It was reported that the patient underwent a rhinoplasty procedure in (B)(6) 2014 and the suture was used. Approximately three months following the procedure, the patient developed an infection and was successfully treated with antibiotics. The patient then experienced redness and irritation in her nose. The patient underwent additional surgery in (B)(6) 2014 where the surgeon found a mass of undissolved suture and removed it. It was also reported that the patient underwent additional surgery in (B)(6) 2015 to correct the shape of her nose because it was misshapen due to the previous surgery in (B)(6) 2014. Approximately three months after last surgery the patient experienced another infection, which was also successfully treated using antibiotics. The patient is now experiencing additional redness and irritation and there is a bump on her nose showing that there is something in her nose causing the irritation. The patient is scheduled to undergo another procedure on (B)(6) 2016. Additional information has been requested.